Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device is in good condition, display glass is broken, the battery cover is broken, and the dso (downstream occlusion) sensor is defective. Performed functional tests. The pump shows error code 46228 (main board defect) after switching on. Customer stated problem confirmed. The dso sensor is defective (fluid damage), caused by fluid ingression. Main board, dso sensor, display glass and battery cover will be replaced. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device will be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair work. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not recognize the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.